Manufacturer narrative:
Correction :device available for eval, device return to manuf, device eval by manufacturer, if other specify. Additional information: returned to manufacturer on and imdrf annex a, g, b, c and d grids and manufacturer narrative (chr and DHR statements) omit: a0705 - battery problem (2885), g02002 - battery, b17 - device not returned, c20 - no findings available, d15 - cause not established. A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported an unspecified power cord, port is broken and had no light. It was then clarified by the customer that the devices was brought to biomed shop with a dead battery and it was not turning on. It was intermittently showing that it was charging/plugged as indicated by the ac light power indicator on the front cover. The biomed technician then replaced the power cord and the light came on for a while. The battery was replaced, the light came on for a while, then went off. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired, or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported an unspecified power cord, port is broken and had no light. It was then clarified by the customer that the devices was brought to biomed shop with a dead battery and it was not turning on. It was intermittently showing that it was charging/plugged as indicated by the ac light power indicator on the front cover. The biomed technician then replaced the power cord and the light came on for a while. The battery was replaced, the light came on for a while, then went off. There was no patient involvement.